Event description:
On 07/14/06, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. The medical affairs specialist (mas) reviewed the recorded telephone call, and was able to classify the case based on the original info provided. In 2006 at 10:45 pm the pt obtained a blood glucose reading of 150 mg/dl on the reported meter. The customer care advocate (cca) confirmed with the pt the result stored in the meter's memory was 146 mg/dl. At that time, the pt was experiencing the symptom of being unresponsive. The pt was at work, and within 10 minutes was taken to the employee health dept, where his blood glucose level was tested to be 42 mg/dl. The pt was treated with a meal, candy, and oral glucose supplement. The pt felt better after the meal. Prior to the onset of symptoms, the pt had delayed his evening meal due to work issues. Earlier that evening the pt had obtained the blood glucose readings of 125 mg/dl at 9:09 pm, 101 mg/dl at 7:40 pm and 111 mg/dl at 2:35 pm. The cca determined during the troubleshooting telephone call that the pt's testing technique was correct, and the meter was programmed for the correct unit of measure and calibration code number. The cca also determined the pt's test strips were expired. No quality control testing was performed during the call, as both the test strips and control solution were expired. The meter, test strips and control solution were replaced. Although the pt was using expired test strips, he obtained blood glucose readings that may not have been consistent with his symptoms and the meter reading of 42 mg/dl. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.